Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump was dropped, the screen bezel separated, and the pump was no longer watertight, though it continued to deliver insulin. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by a third party. Investigation of this case revealed a device bonding failure consistent with stress-related damage affecting the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.